Event description:
A customer reported that a pump declared an altitude alarm, which caused the suspension of insulin delivery. Despite the alarm, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to clean the speaker holes and attempt to reconnect the cartridge, which initially failed to resume insulin delivery. The customer was then guided to load a new cartridge, which resolved the issue as the pump resumed normal operation without the alarm recurring.